Event description:
It was reported that this patients electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) showed a weekly shock impedance measurement within normal range of 195 ohms. Technical services (ts) indicated this is a normal value for a weekly test. The clinic will continue to monitor the patient. This implantable electrode remains in service and no adverse patient effects were reported. Additional information was received that this patient underwent a s-ICD changeout procedure in which the shock impedance was 150 to 175 ohms. A defibrillation threshold (dft) test was performed during the procedure however the impedance measurement is not available. Ts discussed re tunneling if the coil was not on the fascia in which the field representative noted there is a possible pocket revision in the future, after fluoroscopy imaging is obtained. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.